Event description:
One of your tampons stuck inside me- vagina [foreign body in reproductive tract]. Case narrative: consumer inquired via phone about a tampon being stuck inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.